Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a grainy or fuzzy display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the pump was not drop or bump. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display or hard to read or fuzzy characters noted. The insulin pump passed the self test and displacement test. The insulin pump was monitored for a day and no fuzzy or additional display anomalies occurred. (B)(4).